Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed that system does not start up and continuously rebooting. After reviewing log file fse found the lab stop responding. Upon troubleshooting fse found that a power outage at the hospital had occurred and for the hospital's power outage the system failed to boot up. To resolve the issue, fse reinstalled the software, and customer had installed a new ups. After reinstalling the system software, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not caused by philips product, it happened for the power outage at the hospital. For hospital's power outage the system failed to boot up. This complaint is related to the hospital power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the system was unable to boot up. Analysis of log file identified the failure to boot was caused by a software issue which prevents the system from fully restarting and the system gets stuck in a restart loop. To resolve the issue, the fse reinstalled the software version r2.2.3 and reconfigured the monitor layout in the exam room. After the software reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.